Event description:
Gebauer's ethyl chloride spray was applied to pt's great toe. Electrical cautery was subsequently used, causing ignition. The provider was able to quickly smother flame, although pt suffered first degree burn on his toe and is now undergoing wound care for this. The product label does have a small flame and warning of not using electrical cautery, however, the provider did not notice these warnings and or know about this risk. Date received 01/29/2018. Dosage form: spray. (B)(6). Access number: (B)(4).